Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: veterinary: the customer noticed that the oscillating saw attachment and blade jump on the bone during the drawing for the osteotomy line. There was no consequence on the patient, no delay of surgery and the incident did not require further treatment. History: a saw blade broke during surgery in (B)(6) 2013. The oscillating saw was sent to service and repair and was revised on (B)(6) 2013. In october another blade broke, the customer had the same problem. This complaint is on the oscillating saw. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates that the design may contribute to the breakage of the blade. Additional evaluation was conducted. The report indicates that the device was forwarded to the service and repair department. There a function test was performed and several sawing tests were made. The device was functional as required. Based on that it can be concluded that no fault at the saw attachment caused the breakage of the saw blades. No visible damages were reported. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device used in a veterinary clinic, no patient information will be provided. The manufacturing documents for part 532.026, sn (B)(4) were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.